Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that the tip of the device was broken. No further information is available. This report is for one (1) reduc-forc w/point softlo l161. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: event year reported as 2023, exact date of event is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: device history record (DHR) review conducted: part number: 399.084. Lot number: 466p415 (wo# (B)(4)). Manufacturing site: tuttlingen release to warehouse date: 27-oct-2021 a review of the device history records was performed for the finished device lot number and a nc (B)(4) was started because it was found in the final inspection that the barcode with UDI dpm was not printed on the work order. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The nc have no impact to the complaint condition. The final quality release criteria were met before this batch was released for distribution. The raw material certificate was reviewed and the used material was according to the specification of the device. H6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.